Manufacturer narrative:
Additional patient medical records were received for further evaluation of this event. At the completion of the evaluation the clinical team identified the following; immediately following the initial implant procedure the patient had a right groin hematoma, an occlusion of one of the patient's left renal arteries and a right groin debridement. Additionally as reported on follow up 001 the patient had a type 3a endoleak with complete component separation as well as a type 3b endoleak. The likely cause of the type 3b endoleak could not be determined. The cause of the implant separation could not be determined. However the type iiib endoleak and dilated stent portion of the proximal main body likely contributed to the event. The cause of the movement of the proximal cuff seems to be related to the cautionary product use condition of thrombus in the aortic neck and intentional user error implanting in an off-label neck diameter. The malposition of the proximal extension at implant is potentially related to an unintentional user error where the graft positioning was obstructing flow to the left renal arteries. Additionally, there were cautionary product use conditions including presence of thrombus in the neck which likely contributed to the event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced significantly and are well within the acceptable range per our risk assessment. As previously reported, the review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
After receiving additional patient medical records this event was reassessed and a clinical assessment identified the following; on (B)(6) 2013 the patient had a right groin hematoma, on (B)(6) 2013 one of two left renal arties occluded, and on (B)(6) 2013 the patient had a right groin debridement.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial implant on (B)(6) 2013 with a bifurcated stent and suprarenal aortic extension. The patient had a renal stent placed at an unknown date following the initial implant. On (B)(6) 2016 a routine follow up computed tomography (CT) showed a type 3b endoleak, an increase in the aortic neck length and unintended movement of the proximal extension. There have been no additional reports of the patient having a subsequent endovascular procedure and no reports of that the patient has been scheduled for a subsequent procedure.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information available, the clinical evaluation was able to confirm; unintended movement of the proximal extension, dilation of the suprarenal stent, a type 3b endoleak of the main body, and the placement of a left renal stent at an unknown date. There was also evidence to support the following observations; aneurysm sac growth and a type 3a endoleak with complete component separation. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use due to patient anatomy, pre-existing thrombus and the component separation. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.